Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the user facility to obtain any information pertaining to the patient details (e.g. Relevant test data, relevant history, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The user facility did not have any additional details to provide at this time. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after an inflation to treat an in-stent stenosis, the pta balloon became snagged on the stent during retraction. The balloon was able to be retracted without any stent movement. There was no reported patient injury.

Manufacturer narrative:
A manufacturing review was conducted. The lot met all release criteria. This is the only complaint reported to date for this lot number for this issue. The device was returned. The investigation is confirmed for torn pebax near the midsection of the balloon, however, the reported retraction issue through the stent cannot be confirmed as the problem could not be reproduced under laboratory conditions. Based on the reported event details, it is likely that an interaction between the stent and balloon tore the pebax and loosened the fibers. It is unknown why the pebax snagged on the stent during retraction. Based upon the available information, the definitive root cause could not be determined.